Event description:
It was reported that a proultra endo tip separated. There is no indication that pt injury occurred as a result.

Manufacturer narrative:
In this incident, a proultra tip #5 separated. Though there is no indication that pt injury occurred as a result, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by). Therefore, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.